Manufacturer narrative:
Upon receipt of this right ventricular lead at our post market quality assurance laboratory, visual examination determined that there was bunching of the external insulation in multiple places. The bunched insulation resulted in the rate/sense negative coils becoming offset and, as a result, torque could no longer be transferred down the lead. This was confirmed when a helix mechanism test was completed and the helix could not be extended due to the non-transference of torque. The identified damage was most likely induced during the implant procedure as a result of handling. Analysis confirmed this was the root cause of the difficulty experienced by the physician as reported from the field.

Event description:
It was reported that during an implant procedure of the right ventricular lead on (B)(6) 2018 the helix failed to deploy. A new lead was used to complete the procedure. There were no further issues reported. No adverse health effects reported. This device has since been returned for analysis.